Event description:
Philips received a complaint by the customer on the v60 indicating that the backlight on the light crystal display (lcd) no longer functions. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the backlight on the lcd no longer functions. The customer requested a replacement backlight but the rse informed the customer that they would have to replace the lcd as a whole. The rse discovered the customer was using a 1st gen lcd and explained the difference of the 2nd gen. The rse then provided the customer with the part number of the lcd to order and replace. Per customer's response to good faith effort (gfe), it was determined that the unit will be removed from service and not planned to be returned per decision of department manager. The unit will be removed from service and not be returned for the future. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.